Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 288 mg/dl and moderate ketones; cause was unknown. Customer addressed the elevated bg by manual insulin injection and was treated with intravenous fluids of saline and insulin. Customer was discharged the next day with the issue resolved and no permanent damage. No alerts of occlusion and no issues with infusion set or cartridge were identified. System check confirmed pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.